Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient was experiencing persistent pain at the implantable pulse generator (ipg) site. The patient underwent explant procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the facility.

Event description:
It was reported that patient was experiencing persistent pain at the implantable pulse generator (ipg) site. The patient underwent explant procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.